Event description:
It was reported that during a da vinci-assisted sacrocolpopexy with hysterectomy surgical procedure, the customer found a damaged sheath from the 0 degree endoscope plus. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was identified when the instrument was engaged on the system sl0760 on (B)(6) 2025 during surgical procedure sacrocolpopexy with hysterectomy with under dr. Cervigni. The image was not inverted. The event did not involve a reversed control on system arms. The vision orientation did not change on its own. The endoscope did not move freely with uncontrolled motion/ non intuitive motion.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The endoscope cable was visually inspected and found with a defect at zone a near the endoscope housing. Visual inspection confirmed visible light shining through the cable insulation jacket when the cable was plugged into the internal system or equivalent and illumination was powered on. The probable root cause is attributed to component susceptibility to damage through external collisions, during use, or during reprocessing. Additional observation not reported by site: the endoscope was visually inspected and found with a dislodged component. The was found dislodged, we have no information on where the missing component is. This endoscope is missing the retaining ring, which is needed to fix the aea adapter. The root cause of camera instrument adapter dislodged is attributed manufacturing, such as an improper assembly. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause is attributed to component susceptibility to damage through external collisions, during use, or during reprocessing.